Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 30 mg/ml morphine at a dose of 4.5 mg/day via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported that the patient expected reservoir volume was 11.5 ml and the actual reservoir volume was 17 ml. A catheter study was attempted on (B)(6) 2017 in the office and the hcp was unable to withdraw anything from the catheter. The physician was unable to pull back anything from the catheter port. The patient was unsure if the pump really did anything for him so the patient was going to determine in the next few weeks if he wanted to replace the catheter or have the system removed. There were no known environmental/external/patient factors that may have led or contributed to the issue. No interventions were taken at the time of this report and it was unknown if surgical intervention was planned. The issue was not resolved. The patient's status was "alive- no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that no surgical intervention had been planned as of now. The patient's weight and relevant medical history were unknown.